Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the chair was driving along and stopped. Chair will not turn on. Tried different joystick. Has power to joystick but will not power up. Wanted a quote on a new controller and lower joystick cable due to physical damage and possible water damage as well.